Manufacturer narrative:
Investigation: visual inspection revealed that the silicone at the tip of the cold jaw was peeling off and had detached from a small area on the back of the boot. The jaws had some signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro silicon jaw boot detached. The piece was retrieved through the original incision. A replacement until was used to complete the procedure. The hospital did not report any pt effects. The product was returned.